Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented main battery cover from seating properly and registering a false open battery latch condition. Although the main battery was swollen, it was able to hold a charge and power the handheld for over an hour. No further anomalies were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2012, it was reported to the manufacturer that a (B)(4) handheld device used by the physician is not holding charge. A replacement handheld was sent to the physician and the handheld device in question was returned to the manufacturer on (B)(4) 2013. Product analysis is currently in progress and has not been completed at this time. It is currently unknown how the handheld device is stored when not in use and if any user mishandling or user error occurred.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.